Event description:
It was reported that noise oversensing, and under sensing on this implantable cardioverter defibrillator (ICD). Provocation maneuvers were unable to reproduce the noise oversensing. Atrial activity was also noted on the ventricular channel, however the activity fell appropriately within blanking. Boston scientific technical services (ts) was contacted for troubleshooting recommendations, as there are concerns of an old, abandoned rv lead being in contact with the new rv lead. Ts provided troubleshooting recommendations. No adverse patient effects were reported.

Event description:
It was reported that noise oversensing, and under sensing on this implantable cardioverter defibrillator (ICD). Provocation maneuvers were unable to reproduce the noise oversensing. Atrial activity was also noted on the ventricular channel; however the activity fell appropriately within blanking. Boston scientific technical services (ts) was contacted for troubleshooting recommendations, as there are concerns of an old, abandoned rv lead being in contact with the new rv lead. Ts provided troubleshooting recommendations. No adverse patient effects were reported. Additional information was received. An x-ray was performed and provided to ts for review. Ts provided additional troubleshooting and manipulation maneuvers. This ICD system remains in-service. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.